Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric bypass procedure, the reload did not completely close the entire line of brackets. The recharge was replaced and it happened again. It happened that the shots were made, but the formation of the staples in the middle of the cartridge were not correct. These didn¿t form "b" shape. Therefore, the cut was successful, but the stapling was not. The device partially fired, started to deploy staple,s and cut but could not be completed. The echelon was finally changed. Surgery was not delayed due to this event and was successfully completed. No fragments were generated and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t5cz8g. Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with two ecr45w reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted.